Event description:
The customer reported that they lost the spo2 parameter.

Manufacturer narrative:
(B)(4): the customer reported that they lost the spo2 parameter. One 03 mar 10, philips received additional information that the spo2 parameter was lost while monitoring a patient and did not receive any inops. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).